Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right atrial (ra) lead exhibited sensing noise which led to pacing inhibition and reduced p-wave amplitude variation. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.